Event description:
A nurse reported to baxter (B)(4) that the patient adaptor was not connected with the ti-adaptor well, when the customer changed their transfer set. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed and the cause was not identified. The sample was returned to baxter, a review of manufacturing records revealed no issues and no deviations from standard procedure.